Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on one patient sample on a dimension exl 200 instrument. It is unknown if the discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting lower. It is unknown if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni result.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they ran quality controls, which were within acceptable ranges. The customer also repeated all other patient samples that had tested positive within the three days prior to the event to verify that they repeated the same. A siemens headquarters support center (hsc) specialist could not obtain any data from the day of the event, but reviewed instrument data from an earlier date, which did not show any problems with the instrument's loci detector, alignment, or sampling mechanism. The cause of a discordant, falsely elevated ctni result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.